Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 360 mg/dl with polydipsia, which does not meet animas¿ criteria of a reportable adverse event. The reporter alleged an issue with a loss of prime on (B)(6) 2015. This complaint is being reported because the loss of prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #1 submitted 05/19/2015. On review of the original complaint, there is information that was not previously reported: in addition to elevated blood glucose levels and polydipsia, the patient was also reported to have an unspecified level of ketones present. The addition of this information makes the patient's adverse event a reportable issue per animas' adverse event reporting criteria. Additionally, the patient was noted to have not attempted use of a new insulin cartridge from another box of cartridges which is outlined in the instructions for use, which changes the conclusion of this issue from a product malfunction to a training/misuse issue. Therefore, an adverse event resulting from a training/misuse issue is being reported.